Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported a pt had a diagnostic procedure and an angio-seal was used for closure. Eight hours after deployment, the pt was admitted through the hospital emergency room with a hematoma, which had formed at the puncture site. A blood transfusion was performed and the pt was later discharged with no further issues reported. Additional information was not available.